Event description:
A customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated erroneous total t4 (tt4) results, below the normal reference range, for six patients. Repeat testing performed on the same day produced tt4 results either within or above the normal reference range. When the customer performed tt4 tests three days later, after weekly maintenance, tt4 results within the normal reference range were obtained for all six patients. The erroneous results were not reported out of the laboratory. There was no report of death, injury, or impact to patient treatment associated with this event. A third party service engineer noted that the instrument ultrasonic settings were outside the specification at a value of 175v while the specification is 197v +/- 3v. The service engineer adjusted instrument ultrasonic settings to improve instrument performance and verified instrument performance to be acceptable after all repairs were completed. Hardware is the likely cause of this event.

Manufacturer narrative:
(B)(4).